Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 04/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 04/29/2024. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure approximately on second week of april. Upon the magnetic resonance imaging (MRI) reviewed the patient the physician suspected that the patient had an infiltration of the hydrogel in the rectal wall and apex. No patient complications have been reported as resulted of this event, his condition it's unknown.